Event description:
A customer reported receiving lower readings from the adc device compared to another adc meter. The customer experienced symptoms described as "foot thicked and bleeded fingers." The customer was seen by a healthcare professional who diagnosed them with hyperglycemia and received unspecified serum for treatment. There was no report of death or permanent injury associated with this event. Sensor readings of 97 mg/dl, and 145 mg/dl were compared to adc meter readings of 500 mg/dl and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.